Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected.

Manufacturer narrative:
The investigation results confirmed that the device has failed due to an external impact. Other damages found during investigation are attributable to the removal surgery. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
Hearing performance with the device was affected. The user has been re-implanted.